Event description:
Additional information received indicated pump was rock hard and extremely difficult to get going. Once pump was going and fluid moving it seems like much slower fluid transfer than normal. The issue was reportedly observed in april of 2019.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and evaluation of the returned device. According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and replaced on (B)(6) 2019 due to a malfunction. A titan touch pump, two cylinders, reservoir and two detached inlet tubes were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the reservoir inlet tubing. Testing revealed these to not be sites of leakage. An area of confined abrasion was noted on the exhaust tubing of cylinder 2. Surface abrasion was noted on both exhaust tubes of the pump, exhaust tube of cylinder 1 and reservoir inlet tube and strain relief. No functional abnormalities were noted with any of the returned components. The information received indicated that the pump was difficult to operate, and that once the pump started to function, the fluid transferred at a slower rate. Because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no non-conformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information a malfunction was reported. Another inflatable device was implanted.